Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2004. Subsequently, the patient was diagnosed with urosepsis. A revision procedure was performed on (B)(6) 2010, due to infection of the hip. The acetabular cup and modular head were removed. The wound was irrigated and a cement spacer was placed in the acetabulum. No further information has been provided to date.

Manufacturer narrative:
During a surgeon conference presentation, revision procedures related to biomet product were being discussed. Subsequently, biomet contacted the surgeon's office to obtain more detailed information regarding the events discussed during the conference. It was confirmed that biomet had not been notified of the events and information was supplied to biomet on september 22, 2010. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification indicates devices were sterilized in accordance with biomet procedures. There are warnings in the package insert that state that this type of event can occur: possible adverse effect - early or late postoperative, infection, and allergic reaction. (B)(4).